Event description:
"The metal introducer needle came apart during use. (The needle portion detached from the hub.)" Needle was successfully removed from pt and physician continued procedure with second introducer needle from another tray. No pt injury or further complication as a result of this occurrence.

Manufacturer narrative:
Customer returned one used sample. Visual inspection revealed that the needle was separated from the metal hub and there was evidence that the hub had been staked. Sample was forwarded by the manufacturing facility to the supplier for add'l evaluation. The supplier reviewed the production records for this specific needle and no aberrancies were noted. The supplier revealed that the problem may have occurred during the manufacturing process of seating the cannula into the hub prior to staking. The supplier is currently investigating modifications to the manufacturing process.